Event description:
It was reported that there was a revision of the accolade for fretting. Doctor/hospital will not release further information.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a revision of the accolade for fretting. Doctor/hospital will not release further information.